Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process across multiple cartridges intermittently. Additionally, the insulin gauge was intermittently inaccurate. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.